Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station was not turning on. A field service engineer received a call indicating that the customer would only be available until 10 pm and that this was a critical issue. The unit was completely down, and it was their main unit. The engineer met with the pharmacy manager, performed troubleshooting, and found that drawer 4.2 on the auxiliary was causing the station to shut down. After running the 10,000 report, drawer number two appeared to be a concern; however, the issue was with the auxiliary. The engineer replaced the damaged retractor band and controller card, ran a full hta test, and confirmed proper functionality. The system functioned as intended after the fse repair was completed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not turning on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.